Event description:
User was lifting the lid on inoperable mediayator unit which required draining the disinfectant. User experienced itchy face, throat, eyes and chest discomfort with tightness. User reported wearing proper ppe. Symptoms occurred within 15 minutes and subsided when out of the area. User did not seek medical treatment.